Manufacturer narrative:
Product analysis conclusion; the reported distal endoleak was confirmed on the films provided. The cause of the endoleak appeared to be due to the left iliac limb migrating into the aneurysm sac and resulting in a type ib endoleak. It is most likely that the tortuous and dilated iliac artery was a factor in the occurrence of the stent graft limb migration and subsequent endoleak. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy but it is possible that disease progression over the period of implantation may have contributed also. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 70mm abdominal aortic aneurysm. It was reported the patient presented emergently and it was identified that the endurant limb etlw1616c156e had pulled out of the iliac artery causing aneurysm enlargement leading to a ib endoleak and aneurysm rupture. Intervention was performed on the same date, an open repair was commenced. The iliac artery was dissected out and an end to end ana stomoses was done from the distal end of the limb and the left common iliac. This resolved the event. As per the physician the cause of the event was anatomy and a tortuous ectatic iliac artery. No additional clinical sequelae were provided and the patient is fine.